Event description:
Literature was reviewed regarding a study to provide a single-center real-world experience of pulse field ablation (pfa) pulmonary vein isolation (pvi) utilizing the medtronic¿s pulseselect¿ system for the management of atrial fibrillation. Two small pericardial effusions did not require intervention; one was due to coronary sinus side branch perforation during coronary sinus catheter placement, which was unrelated to the medtronic pfa catheter. One patient developed transient junctional bradycardia, likely due to sinus node dysfunction which was uncovered after restoration of sinus rhythm. The patient was monitored overnight and subsequently discharged the next morning. One vascular access site complication was femoral vein dissection at the beginning of the procedure during needle puncture access. Another vascular complication was a hematoma that developed from the radial arterial line access site, which is unrelated to the pfa technology. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/62 years old. Two small pericardial effusions did not require intervention; one was due to coronary sinus side branch perforation during coronary sinus catheter placement, which was unrelated to the medtronic pfa catheter. One patient developed transient junctional bradycardia, likely due to sinus node dysfunction which was uncovered after restoration of sinus rhythm. The patient was monitored overnight and subsequently discharged the next morning. One vascular access site complication was femoral vein dissection at the beginning of the procedure during needle puncture access. Another vascular complication was a hematoma that developed from the radial arterial line access site, which is unrelated to the pfa technology. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manuf acturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a single centre experience of pulsed field ablation for atrial fibrillation using the medtronic pulseselect system: an analysis of the first 100 patients circulation: journal of interventional cardiac electrophysiology, 2026, 69:571¿582 doi.org/10.1007/s10840-025-02207-4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.